Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® voluma¿ with lidocaine in ck 1, 2, and 3. Over 3 weeks post injection, the "filler became rock-hard in the tissue and after a couple days a severe inflammatory reaction occurred." The patient sought medical assistance at the clinic and had three different antibiotics prescribed for severe inflammation and a fever of 40 degrees". Antibiotic therapy finished 3 weeks after the date of onset and the patient returned to "remove the filler". The status of the symptoms is unknown.